Event description:
The initial reporter received questionable ise indirect na for gen.2 results for two patients tested on a cobas 6000 c (501) module. The questionable results were not reported outside of the laboratory. The reporter complained of ongoing issues with questionable results from the analyzer. The results were deemed high which prompted a rerun of the patient samples. The repeat results were deemed correct. On (B)(6) 2021 at 2:11 pm, patient 1 had an initial sodium result of 157 mmol/l with a repeat of 135 mmol/l. On (B)(6) 2021 at 6:46 am, patient 2 had an initial sodium result of 163 mmol/l with a repeat of 133 mmol/l. The sodium electrode lot number and the expiration date were requested but not provided.

Manufacturer narrative:
The field service engineer (fse) found that the rinse nozzle was rubbing on the cuvettes while suctioning out the fluids. This caused a buildup of dried salt to form on the cuvette cover which would flake off intermittently onto the cuvettes during runs. He resolved this issue by removing, cleaning then reinstalling the cuvette cover. He also adjusted the rinse nozzle to align with the cuvette cells. He removed and checked for cracks on both of the vacuum bottles and found them to be in good condition. He performed verification tests with acceptable results. Qc was also performed with acceptable results. The investigation is ongoing.

Manufacturer narrative:
Upon investigation of submitted data, a general reagent problem can be excluded because the provided qc data were within specifications. The calibration data did not indicate an issue. The alarm trace did not indicate an issue. The pre-analytical data indicated an issue with the time and speed of centrifugation. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.